Event description:
The device generated a result of 76mg/dl, without having first applied blood or control solution to the test strip. Pt noted that she removed the device's optic cover and discovered that she had flooded the optic panel with control solution. No pt injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.